Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had vibrate issues. The customer's blood glucose level was unknown. The customer reported that the insulin pump was vibrating out without any alarms, scratches on the screen and random no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Device passed self test. No unexpected audio/'vibrate anomalies noted. Device received with minor scratched lcd window. (B)(4).